Event description:
According to the dealers applications trainer "the pt was scheduled for two exams, a c-spine and a foot. The images were taken for both the foot exam and the c-spine exam. The exams were put into suspended status. The applications trainer wanted to demonstrate how to re-assign pt info from the suspended status. She went beck to the worklist and highlighted the foot exam and clicked on the rebind button which brought up the worklist as expected. She then clicked the cancel button to exit. When she went back to the worklist, the foot exam was still there but the c-spine exam was not. The images couldn't be found in any other pts studies, and the images had to be repeated."

Manufacturer narrative:
(B)(4). Investigation is still in-progress. If additional info is received, a supplemental report will be submitted per 21 cfr 803.56. (B)(4).